Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "switch board broken" was confirmed but not reproduced during product evaluation. The assignable cause was determined to be a defective switch printed circuit board. The switchboard was replaced in order to fix the reported condition.

Event description:
The facility reported a infuso.r. Pump with "switch board broken". This event occurred during "physical damage" in the operating room. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.